Event description:
It was reported the clip applier was being used in an unknown case and wouldn't hold the clips. A second device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged antiback-up, malformed clip the analysis results found that the mcm20 device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw; 2 clips were partially formed and dropped from the jaws, the remaining 6 clips were formed and fed as intended. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.